Event description:
Lipid tubing was changed at 1650. After changing lipid tubing, registered nurse (rn) noticed there was about 5ml of blood/ fluids seeping from central line needle-free IV connector. Central venous line (cvl) was then clamped, which stopped the bleeding. Charge rn assisted as I removed the old IV connector, attached a new auto-connector and flushed the lipids line with a sterile flush. Line flushed without resistance. There was no further bleeding from connection site.